Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of sheath was fractured. Block h10: investigation result: the returned navigator device was analyzed, and a visual evaluation noted that residues were found in the dilator and sheath indicating use and handling of the device. It was also noted that the tip of the dilator was not bent. Additionally, the sheath and dilator were bent in the middle. Microscopic examination was performed, and it was noticed that the sheath was fractured at the tip section. A whitened areas were observed at the fracture site, indicating at certain point the material was submitted to tension. No other problems with the device were noted. Taking all available information into consideration, the device met all manufacturing specifications required and no abnormalities were reported during the assembly process. However, it is possible to conclude that some operational factors and/or an interaction with an excess force during the procedure could have caused the fracture observed as well as the bending observed in the components, consequently, affecting the performance of the device. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the kidney during a transurethral lithotripsy (tul) procedure performed on (B)(6), 2023. During preparation, the tip of the dilator was damaged and bent. The procedure was completed with another navigator access sheath device. There were no patient complication reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of sheath fractured. Please see device analysis results for full investigation details.